Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the tip separated as the wire was exiting the guide catheter. The tip was retrieved with a snare. Patient status is listed as "okay".